Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incident reported from this lot. Based on the available information, a definitive cause for the reported difficult to remove clip delivery system (cds) from the steerable guide catheter (sgc) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is being filed to report the difficulties removing the device requiring a cut down. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One ntr clip was implanted without issue. A second clip delivery system (cds) was advanced close to the first clip; however due to poor visualization, grasping was unsuccessful. The undeployed clip and cds were removed however could not be retracted fully into the steerable guide catheter (sgc) and both devices became stuck in the groin area. A cut down was performed to remove both devices and the vein repaired. Another clip was implanted without issue, reducing mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.